Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty load a cartridge onto the pump. Reportedly, the customer stated that the seal at the bottom of the cartridge remained on the pump. The customer was able to remove the piece on the pump and install a new cartridge. The customer's blood glucose level was 188 mg/dl.